Event description:
It was reported that the pump shut down during the night and the customer awoke with an elevated blood glucose level (327 mg/dl). During troubleshooting with tandem technical support, review of the pump data revealed that the customer had gone to sleep with 5 percent battery charge and that multiple low power alerts and a low power alarm were received, which were not addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power.

Manufacturer narrative:
The t: slim pump user guide states that a low power alert occurs when a battery level of 25 percent or less is remaining. A second low power alert will occur when a battery level of 5 percent or less is remaining, requesting that the t: slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected, otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.